Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: during investigation, the cartridge compartment was cracked/damaged. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump. The display was dim with a red hue. Additionally, the down arrow keypad button was unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.